Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5, e3, e1 (event site email and initial reporter). A getinge field service engineer (fse) evaluated the unit and was able to reproduce the customer¿s stated issue. When the device was plugged in to the ac receptacle, it was not charging the batteries and it would not turn on. The fse replaced the power management pcb (0670-00-1162) and verified that the device was able to reboot and the batteries were charging. The helium tubing was also replaced but the unit remained leaking. The fse replaced the male fitting (0103-00-0686) on the back of the rescue unit and replaced the female inlet fitting (0004-00-0103-01) and the device still remained leaking. (2nd call for leak) the fse reassessed the helium leak by using the helium gas sniffer and found the source of the leak at the junction from the high-pressure regulator to the helium gauge. Replaced the tubing (0004-00-0103-01 & 0004-00-0103-02)) in between the helium gauge and the junction again. Resecured the couple and the union joint at both sides of the junction. Performed the leak test multiple times and was able to maintain 10 to 11 psi in a five-minute duration period. Verified the internal and external tank pressures for a period of 45 minute without any dropping pressure. Functional tested without any further issues or failures. The following investigation was performed by the maquet failure analysis and testing department fat wayne nj. The failure analysis and testing department received the following parts associated with this complaint pn 0670 00 1162, pn 0004 00 0103 02, pn 0004 00 0103 01, pn 0004 00 0103 03, pn 0103 00 0686, pn 0103 00 0711. Parts were received with a reported failure of the unit not powering up and a helium leak. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in the cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070 00 0639 revision r. No failures could be confirmed on any part. The parts are being retained in the failure analysis and testing department per procedure number (B)(4).

Event description:
It was reported that prior to use the cardiosave intra aortic balloon pump (iabp) will not power on and pump is leaking. There was no patient involved.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) was unable to power on.there was no patient involvement.